Manufacturer narrative:
Pending evaluation. Concomitant devices: +0 tray (cn: 320-10-00; sn: (B)(4)); 38mm glenosphere (cn: 320-01-38; sn: (B)(4)); torque screw (cn: 320-20-00; sn: (B)(4)); glenosphere locking screw (cn: 320-15-05; sn: (B)(4)).

Event description:
Primary surgery: 2008. Revision due to poly wear and osteolysis.

Event description:
Approximately 12 years postop the initial implant, a revision due to poly wear and osteolysis was completed. The patient was stable as they left the or. No delay to surgery. All pieces and debris were removed from the patient. Devices are returning.

Manufacturer narrative:
Section h10: (a1) patient identifier: (B)(6). (B2) added check for hospitalization - initial or prolonged (d4) serial number: (B)(6), expiration date: 19-feb-2022. (E3) initial reporter occupation: physician. (G5) PMA/510(k)number: k063569. (H3) the revision reported was mostly likely due to wear of the humeral liner secondary to scapular notching. (H4) device manufacture date: 20-feb-2017. (H6) evaluation codes: 1924, 2988. Section h11: the following sections have corrected information: (b5) describe event or problem: approximately 12 years postop the initial implant, a revision due to poly wear and osteolysis was completed. The patient was stable as they left the or. No delay to surgery. All pieces and debris were removed from the patient. Devices are returning. (Section f) please disregard f6 and f8 on previous report. These were entered in error. (G4) initial awareness date in initial submission should have been (B)(6) 2019. (H5) labeled for single use?: yes.